Event description:
The home pt's spouse contacted the customer service center to report abdominal discomfort during dwell period 3 of 5. The service rep placed the home pt into a manual drain. The pt stated that the nurse had told her to bypass the initial drain (mdv=2030 ml). The service rep placed the home pt back into dwell 1.